Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported unprompted double doses of insulin delivery. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's parent that the pod occasionally delivered double doses of insulin to the patient, causing hypoglycemia. Symptoms reported include malaise. The patient did not require medical attention and was treated by the patient's mother with two carbohydrates and sugar. Blood glucose levels were not reported.

Manufacturer narrative:
Physical device was not received for analysis. Cloud data tied to the user was downloaded for the period of (B)(6) 2026. Review of the cloud data found no evidence of the system overdelivering insulin or delivering insulin unintended. The patient history buffer (phb) data showed that the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The automated algorithm appropriately reduced and stopped delivery of automated basal insulin as estimated glucose values decreased towards and below the user's target, and the algorithm resumed insulin delivery as sharp increases in estimated glucose values occurred. No instances of the automated algorithm delivering automated basal while estimated glucose values were below 60 mg/dl were observed. The total number of pulses delivered tracked by the pod increased correctly at each 5-minute cycle based on all microbolus and bolus insulin deliveries. No evidence of an overdelivery of insulin or of any issues with the automated algorithm was observed in the available cloud data.